Event description:
The device was being used to suction blood from the pericardium. As the surgeon moved the lever to the on position to start suctioning, the screw that hold the lever together on the device fell out into the patient's pericardium. The screw was retrieved by the surgeon and removed from the sterile field. No patient harm. Another device was obtained and the case continued.what was the original intended procedure?suction to remove fluid from the operative field.device #1is this a laboratory device or laboratory test?no.